Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number (0001822565-2017-00284). Product has fractured on the lateral side of the post and fragment not returned. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the device was discovered in pieces during a tray during inspection.